Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - package lot number of the clips? It is unknown as the product has been discarded. - please provide the applier product code and lot number? The applier product code is ka200 and lot number is unknown currently. Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). Yes, there is an issue with the applier.pc number of ka200 is (B)(4) . - what suture type and size was used? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.- when the event occurred, was the suture placed near the hinge of the clip? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.- was the applier checked for damaged (jaws straight and aligned)? - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.- please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.

Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2023 and suture clips were used. During the procedure, the clip could not be closed properly. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 9/7/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.